Event description:
It was reported that the ventricular lead exhibited difficulty establishing capture, and exhibited low impedance and elevated thresholds. The patient became diaphoretic when the clinician attempted to perform capture testing. Additionally, the atrial lead exhibited decreasing impedances. Further investigation revealed that the leads had both pulled out, and were subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.